Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test due to faulty force sensor. Unit was tested with a water filled test reservoir and no air bubbles anomaly noted. The motor was tested outside the device and passed. Unit had minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported the customer received a motor error alarm during a bolus delivery. It was also found the customer had air bubbles on their insulin pump that required the customer to continuously prime to resolve the air bubbles. Customer's blood glucose was 110 mg/dl. The customer could not recall any significant events leading to the alarm. It was found the customer was able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).